Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being found that the fse had inspected the unit and it was being found that the equipment safety disk data had exceeded the factory requirements. It is being recommended that the customer needs to replace the safety disk and complete the test function before it can be used normally. Then the fse had replaced the safety disk assy chinese so, that after the replacement fse had performed the functional testing according to the requirements as specified by the factory. After the test is completed, the data meets the factory requirements and is delivered for use.

Event description:
It was reported during the equipment inspection performed by the customer, the cs100 intra-aortic balloon pump (iabp) safety disk test data exceeded the factory data. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is the (B)(6). E1 event site telephone was shortened due to character limitations. The complete number is (B)(6).